Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported last tuesday, (B)(6) 2018 was when a heart monitor was put on the patient and the dbs began interfering with the results and the information the monitor has gotten since then has been unusable, they might do an implantable loop recorder. The caller spoke with the rep and they mentioned this type of interference was because of the dbs. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the interference wasn¿t determined but had been resolved. No further complications were anticipated.